Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. Per package insert for persona, pain, swelling, loosening, instability, poor range of motion are known adverse effects of these systems. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 2.5 years post implantation, the patient is experiencing pain, swelling, inflammation, and instability. The patient has now been indicated for a revision due to aseptic loosening.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implant date: (B)(6) 2018. Concomitant medical products: 42500006401, femur, lot # 63239722, 42532007101, tibia, lot # 63548612, 42540000032, poly patella, lot # 63634814. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2019 - 00307, 0001822565 - 2019 - 04635, 0002648920 - 2019 - 00785.

Event description:
It was reported that approximately 17 months post implantation, the patient was experiencing pain, swelling, inflammation, and instability in the left knee. Attempts have been made and no further information has been provided.